Event description:
For the past several months rptr has had recurring problems with fiberoptic cables in the x-ray table. These cables have been broken so many times that rptr has used up the spares in the original cables and has purchased two more cables to replace the originals. When the cable goes bad, the spot film device begins to program itself with random setups, gives the audible sound of an exposure taking place, and the light on the control panel blinks as if an exposure has occurred. If the machine is making an exposure on its own accord, it would be a serious safety problem because unwanted radiation exposure would be occurring.